Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage (sah) in the left internal carotid artery (lica) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed the initial coils in the target vessel using a non-penumbra microcatheter. Next, while attempting to advance a smart coil into the rotating hemostasis valve (rhv), the radiologic technologist (rt) experienced resistance and the smart coil pusher assembly became bent; therefore, the smart coil was removed. It was reported that the resistance experienced occurred at the friction lock. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the penumbra smart coil (smart coil) pusher assembly. Bends and kinks were present approximately 47.0 cm, 92.0 cm, 135. 0 cm and 136.0 cm from the proximal end of the pusher assembly. The mid-joint of the pusher assembly was proximal to the friction lock of the introducer sheath. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly. The embolization coil was undamaged. During functional testing, the smart coil was unable to advance through its introducer sheath past the kinked location. Conclusions: evaluation of the returned smart coil confirmed kinks near the mid-joint of the pusher assembly and revealed the mid-joint of the pusher assembly was distal to the friction lock of the introducer sheath. It was reported that resistance was encountered while attempting to advance the coil out of its introducer sheath and the device was subsequently kinked. The friction lock has a smaller inner diameter (ID) than the rest of the introducer sheath which allows the sheath to seat properly on the mid-joint of the pusher assembly. If the friction lock is moved past the mid-joint, resistance may be experienced while advancing. If the smart coil is forcefully mishandled while advancing against this resistance, the device will likely kink. Further evaluation revealed additional bends along the pusher assembly which were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.